Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date estimated na.

Event description:
This is filed to report clip embolization requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips (xtw-10824r109, nt-10729r176) were implanted reducing the mr to a grade of 2-3. On a later date, the patient presented to the emergency room and it was noted that one of the clips had detached and embolized into the coronary artery. The clip was snared and removed. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported expulsion. The embolism was due to the procedural condition of the expulsion. Embolism is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization, unexpected medical intervention and removal of foreign body in patient were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip embolization requiring intervention. It was reported that the initial mitraclip procedure was performed on 7/1/2022 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips (xtw-10824r109, nt-10729r176) were implanted reducing the mr to a grade of 2-3. On a later date, the patient presented to the emergency room and it was noted that one of the clips had detached and embolized into the coronary artery. The clip was snared and removed. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided. Subsequent to the previous report, it was discovered that procedure related events were previously reported in (B)(4) // (B)(4) (MFR report reference number (B)(4)) and (B)(4)(MFR report reference number 2024168-2022-08164-00). Please reference for details.